Event description:
It was reported that during a percutaneous coronary intervention procedure difficulty removing a catheter occurred. The 75% stenosed target lesion was located in the non calcified, moderately tortuous right coronary artery (rca). A non bsc guide wire and guide catheter were placed at the target lesion. During insertion of a 10/3.50 flextome cutting balloon balloon catheter resistance was encountered however, the device was able to cross the target lesion. The flextome cutting balloon was used to dilate the target lesion at unknown atms and number of inflations. During withdrawal of the flextome cutting balloon catheter the device became stuck with the non bsc 6fr jr guide catheter and was unable to be removed. Eventually the flextome cutting balloon catheter and the non bsc 6fr jr guide catheter were removed together as one unit. The procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure difficulty removing a catheter occurred. The 75% stenosed target lesion was located in the non calcified, moderately tortuous right coronary artery (rca). A non bsc guide wire and guide catheter were placed at the target lesion. During insertion of a 10/3.50 flextome cutting balloon, balloon catheter resistance was encountered however, the device was able to cross the target lesion. The flextome cutting balloon was used to dilate the target lesion at unknown atms and number of inflations. During withdrawal of the flextome cutting balloon catheter the device became stuck with the non bsc 6fr jr guide catheter and was unable to be removed. Eventually the flextome cutting balloon catheter and the non bsc 6fr jr guide catheter were removed together as one unit. The procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Device evaluated by manufacturer: the flextome balloon catheter was received for analysis with a 0.013" guide wire and a .071 guide catheter. No damage was noted with the guide wire. An examination of the balloon catheter identified no kinks or damage along the shaft. There was a blockage in the wire lumen consistent with that of solidified blood. As a result of the blockage in the wire lumen it was not possible to pass the wire through the lumen. The device was immersed in warm water in an attempt to dissolve the blockage in the wire lumen; however, all additional attempts to pass the wire through the blockage site failed. An examination of the guide catheter found some minor compression in the shaft at 19cm distal to its strain relief. As it was not possible to pass the wire through the wire lumen, it was not possible to test for movement difficulties through the guide catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).